Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing impedance measurements from the remote patient monitoring system. No adverse patient effects were reported as a result of this clinical observation. Information from the local area sales representative indicated that the patient was seen in the clinic and pacing threshold measurements were stable and within acceptable limits.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.